Manufacturer narrative:
According to the complainant, the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. For treatment, the patient was given intravenous (IV) dextrose and insulin. The doctor also changed out the pod and discarded it. The pod was worn longer than 48 hours on the leg. The ketones were positive, and patient was discharged after 12 hours.